Manufacturer narrative:
The distributor in (B)(4) determined that the most likely cause of the reported event was a malfunctioning user interface module (uim). Carefusion issued a return goods authorization (rga) number to the distributor in (B)(4) for the return of the alleged faulty user interface module (uim) for eval. As of the april 16, 2015 the alleged faulty user interface module (uim) has not been received. Should the alleged faulty user interface module (uim) be received and evaluated. Carefusion will submit a f/u medwatch report.

Event description:
The following description of the event was documented by a carefusion technical support specialist in response to a phone conversation with a rep of the distributor in (B)(4). "No pt involvement ulm touch screen is blank on start up".